Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had black screen with no power. The customer reported that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon arrival of field service engineer it was determined that the device could not be located, and customer confirmed the call was opened with wrong asset and customer confirmed no stations with power problems.